Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was 35 mg/dl. Customer was advised to treat with food. Customer checked blood glucose again and it was 135 mg/dl. After troubleshooting, device alarmed failed battery test alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to missing battery tube spring. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to blank display. The insulin pump had minor scratched display window.